Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was received submersed in an unindented liquid via the provided returnkit. Result: first we performed a visual inspection of the valve. A significant deformation of the outer housing was observed. The deformation was confirmed through a measurement of the plane parallelism. Significant outside pressure, for example by too much force from the adjustment tool, or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Next we tested the permeability, adjustability, as well as the brake functionality and braking force. The valve was not permeable and not adjustable to any pressure levels. It was not possible to test the brake function and measure the braking force. A deformation can cause the lowering of the housing diaphragm, which due to the preload set, generates the braking force, which is supposed to hold the rotor in its position. As a result of the deformation this is no longer the case. The brake is defective. Next, we have dismantled the valve. There were no deposits observed inside. Based on our investigation, we can confirm that the valve was non-adjustable at the time of our investigation. The cause of the deformation of the valve and the resultant defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2014. The valve was explanted on (B)(6) 2017 and returned to the manufacturer. Further details were not provided. Height: 105 cm.